Event description:
The doctor reported of a female patient around 70 yrs old, treated in (B)(6) 2026 (exact date unknown) with quantum 10 and sustaining a burn on her submentum. In her last follow up visit (date unknown), eschar formation was noted, and patient was treated with silvadene, bacitracin, and doxycycline prophylactically. After that, the patient did not come for additional checkups. The doctor refused to provide any additional information, including photos. Based on the limited information received from the doctor over the phone, it was decided to report this case out of "abundance of caution".

Manufacturer narrative:
The pa who reported the case confirmed he performs multiple treatments with the device and the device works fine. Treatment settings provided by the pa over the phone indicate an excessive energy delivery (excessive number of pulses not congruent with the IFU and the recommended protocol). The pa himself also acknowledged over the phone that such number of pulses was above the recommended protocol. Although inmode never received the photos/clinical form from the pa (both declined), based on this information collectively, inmode concluded that there was a user error that most probably let to the reported thermal damage. Since the patient does not want the pa to treat her, no follow-up information about patient recovery is currently expected.